Event description:
It was reported during a svt ablation procedure, ventricular tachycardia was unintentionally induced in the patient. While in the process of placing catheters into the right atrium, coronary sinus, and right ventricle to conduct an ep study, the patient spontaneously went into what appeared to be a left sided bypass tract tachycardia. The physician felt that this was the patient's clinical arrythmia and decided to complete a transseptal puncture to map and ablate in the left atrium. The physician asked for assistance from a second physician to pace terminate the arrhythmia so that the transseptal puncture could be performed. Rapid ventricular pacing at a cycle length on 190msec. (Roughly 300bpm) was needed to terminate the arrythmia. The patient was back in normal sinus rhythm. A short time later, the ep-4 stimulator could be audibly heard starting to stimulate again. It was determined by reviewing the ECG monitor the ep4-stimulator was pacing again at 190msec. The patient then went into ventricular tachycardia. The physician immediately pushed the "halt" button on the ep workmate keyboard to cease pacing. CPR was started. Multiple cardioversions and lidocaine was administered, followed by amiodarone. The patient then converted back into normal sinus rhythm. The patient was in a sustained vt/vf arrhythmia for approximately 8-10 minutes. After the patient was stabilized, it was noticed the ep-4 stimulator had been stimulating the entire time. When the physician pushed the "halt" button on the ep workmate keyboard, it would not stimulating. Channel one and two buttons were manually switched off to terminate stimulation on the ep-4 stimulator. This occurred before it was attempted to turn stimulation off via the touchscreen. It is undetermined if the constant pacing caused or contributed to the sustained arrhythmia and multiple failed cardioversions. The patient was extubated and left the lab in stable condition.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, a supplemental medwatch will be filed.